Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown liner. Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6570-0-032, delta v-40 ceramic head 32/-4, lot code: 43649703; cat. No.: 6276-1-019, 19mm mod rev hip body/bolt std component level 9006-1-019, lot code: 42864202; cat. No.: 6276-5-013, mod plasma ha stm 13mm x 127mm restoration modular hip system, lot code: 36047402; cat. No.: 6210-0-720, hris flexible osteo 6x67mm, lot code: x6h03; cat. No.: unk, unknown cup, lot code: unk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding altr involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: surgical images of the device were provided. Explantation damage was identified on the device. No other damage was idenitified. -medical records received and evaluation: a review of the provided medical information by a clinical consultant could not confirm the root cause of the revision. The clinician indicated "need abg revision op report, need surgical pathology confirming pseudotumor, need dec 2014 rev op report findings and pathology and need serial x-rays" -device history review: a review of the device history records could not be performed as the device details are unknown. -complaint history review: a complaint history review could not be performed as the device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the abg operative report detailing the first revision, the operative report from december 2014, pathology reports, serial x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient was revised on a left hip due to pain.

Event description:
It was reported that patient was revised on a left hip due to pain.